Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following implant, the patient experienced diaphragmatic stimulation. The left ventricular lead exhibited loss of capture and a chest x-ray revealed the lead dislodged. The lead was explanted and replaced. The patient was stable post procedure.